Event description:
Event description: it was reported that: preparation of lis l introducer was done by hospital staff according IFU (under supervision of a tr) insertion of the lis-l into the right a. Femoral without any problems; preparation of the lotus edge 27mm was done according our IFU, s shape for the right groin was performed, during the insertion of the lotus edge 27mm into the lis-l high resistance was felt and the valve stuck inside the lis-l, attempt to remove the lotus edge was not successful, next attempt to forward the valve was done, during this, the valve moves forward; resistance suddenly disappeared; into the fluro it was visible that the proximal part of the lis-l moves forward into the a.thoracica with the lotus edge ( proximal part of the lotus edge was still inside the lis-l ( proximal part torn of the hemostatic valve) both parts of the valve was retreat together with the lotus edge valve out of the patient,procedure was finished with another lis-l and a new lotus 27mm prothesis, after manta closure device was used, strong bleeding in the right groin was seen, perforation was treated with a femoral vessel stent, no patient harm was bav performed?no annulus diameter: 26 access site: right femoral associated with labeled use? Yes action taken to resolve: device removed can be forwarded to bsc: angiography vessel dissection at what point in the procedure did the event occur? Advancing the delivery system what bsc devices were in the patient at the time of the dissection?lis l / lotus edge 27 mm what device(s) does the physician believe caused/contributed to the dissection? Lis l please describe patient anatomy. Mild tortuous femoral vessel was there an associated device malfunction? Lotus edge stuck inside the lis-l how was the dissection treated? If the patient went to surgery, what was the outcome of the surgery? Femoral vessel stent, perfect outcome are procedure notes/media available? Yes. Event date: (B)(6) 2020.

Manufacturer narrative:
This follow-up MDR is as due to device return, received by creganna medical on 14 -apr-2020. The investigation findings by creganna medical in relation to this event as follows: as of the 20-apr-2020 when the complaint report was completed the following additional information was received: both the lotus introducer set and the lotus edge valve delivery system will be returned for analysis. According to the physicians, the lotus introducer set devices contributed to the perforation. There were not issues with the implanted lotus edge as the additional information details the physician had taken a new 27 mm lotus edge valve and a new lotus introducer set and during the second attempt with the new devices no issues were observed, and a perfect result achieved. The lotus edge valve lot and size are 27mm lotus edge valve; lot: 24588206. The patient is doing fine. The observations made during the analysis found the following: 1. Examination of the returned devices was carried out in bsc galway and creganna medical galway. 2. The lotus introducer sheath was returned with the lotus edge delivery system inside. 3. The dilator was returned together with the sheath. 4. There was evidence of blood on the device. 5. The lotus edge valve delivery was then manually removed with force from the system lotus introducer set. 6. There were 3 indentations from core wire 50-75mm proximal to distal end of os tip on the lotus edge valve. 7. There was no damage noted on the distal tip. 8. There was no damage on the homeostasis hub valve. 9. The lotus introducer set was separated at the hub/strain relief with the wire exposed through the haemostatic valve. Based on the investigation conducted the primary as reported classification (lotus - introducer sheath - device stuck inside) and secondary as reported classification of (lotus - patient - vessel dissection) could be confirmed. The as returned condition of the lotus edge delivery system and lotus introducer set and the analysis conducted confirms the lotus edge delivery was stuck inside the lotus introducer system. Following the investigation results the complaint primary analysed classification is assigned as lotus - introducer sheath - device stuck inside and a secondary as analysed classification lotus - introducer sheath - broken/damaged. Based on a review of the risk documentation and information available, no updates are required to the risk documentation for the lotus introducer sheath device. There is no indication of a potential processing or design failure associated with this complaint. A review of the manufacturing documentation could not be executed as the lot number is unknown. The distributor (bsc) have reached out for more information i.e. Batch number, upn and customer sap number. A request for a ship history to be completed has been initiated by creganna medical and completed by bsc. A ship history report brought up the following two batches shipped to the (B)(6) gmbh, hospital: 0000023752 and 0000011151. A review of the manufacturing documentation for lot# 0000023752 & 0000011151 and all of their subcomponents was completed and found that the device met its material, assembly and product specifications at the time of release to distribution. The review of the router and subsequent sub assembly routers did not highlight any anomalies. (B)(4) units from the lot number 0000023752 were shipped to boston scientific - ep, EU distribution center, boston scientific, kerkrade, netherlands on 20- dec- 2019. (B)(4) units from the lot number 0000011151 were shipped to boston scientific - ep, EU distribution center, boston scientific, kerkrade, netherlands on 30-aug-2019. A similar trend review could not be executed as the lot number is unknown. From the information available, there is no evidence indicating that the device was not used per the directions for use/product label. While the complaint description indicates following a review of the risk documentation and information available, no updates are required to the risk documentation for the lotus introducer set device. The compliant is reportable and as such the complaint has been escalated to the quality management team. Based on the event description for this complaint and the complaint review completed by creganna medical physician, the root cause classification assigned to this complaint is 'known inherent risk of device'. She states "it sounds like the lotus introducer set went in ok. Once the dilator was removed however, the sheath may have conformed more to tortuosity in the vessel. This it is not an uncommon occurrence, and this is likely what cause the resistance when they tried to advance the valve. Since the bleeding is described as occurring at the groin level, I cannot exclude a failure of the manta device. It is described as a perforation and may have also been related to the manipulation necessary to advance the initial system. This does not appear to be a failure or manufacturing issue with the lis and is more likely an expected complication. The initial event description states there was "mild tortuous femoral vessel" and the physician indicated "according to the physicians, the lotus introducer set devices contributed to the perforation". From the complaint review and the product information there is no indication of a potential manufacturing or design failure associated with this complaint. The definition of known inherent risk of device is: 'reported adverse event known and documented in the labelling (including both short or long term known complications or adverse reactions)'. Vessel dissection is anticipated procedural complication and are known physiological effect of the procedure as noted within the instructions for use. There is no evidence of a potential processing, design or use failure associated with this complaint. Based on the above conclusion, no further escalation or corrective action is required.

Manufacturer narrative:
We are waiting for the device to come back at the moment. We will conduct an analysis once we receive the device and submit a follow up report with the investigation findings.

Event description:
It was reported that: preparation of lis l introducer was done by hospital staff according IFU (under supervision of a tr) insertion of the lis-l into the right a. Femoral without any problems; preparation of the lotus edge 27mm was done according our IFU, s shape for the right groin was performed, during the insertion of the lotus edge 27mm into the lis-l high resistance was felt and the valve stuck inside the lis-l, attempt to remove the lotus edge was not successful, next attempt to forward the valve was done, during this, the valve moves forward; resistance suddenly disappeared; into the fluro it was visible that the proximal part of the lis-l moves forward into the a.thoracica with the lotus edge (proximal part of the lotus edge was still inside the lis-l (proximal part torn of the hemostatic valve) both parts of the valve was retreat together with the lotus edge valve out of the patient, procedure was finished with another lis-l and a new lotus 27mm prothesis, after manta closure device was used, strong bleeding in the right groin was seen, perforation was treated with a femoral vessel stent, no patient harm was bav performed? No annulus diameter: 26 access site: right femoral associated with labeled use? Yes. Action taken to resolve: device removed can be forwarded to bsc: angiography vessel dissection at what point in the procedure did the event occur? Advancing the delivery system. What bsc devices were in the patient at the time of the dissection?lis l/lotus edge 27 mm. What device(s) does the physician believe caused/contributed to the dissection? Lis l. Please describe patient anatomy. Mild tortuous femoral vessel. Was there an associated device malfunction? Lotus edge stuck inside the lis-l. How was the dissection treated? If the patient went to surgery, what was the outcome of the surgery? Femoral vessel stent, perfect outcome are procedure notes/media available? Yes. Event date: (B)(6) 2020.